Event description:
It was reported that the right ventricular lead was found to have a high impedance of greater than 2500 ohms, oversensing was indicated by a high short interval count of 2594 and 622 ventricular tachycardia and nonsustained tachycardia event. The patient recieved an inappropriate shock. The lead was explanted, replaced and returned. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was found to have a high impedance of greater than 2500 ohms, oversensing was indicated by a high short interval count of 2594 and 622 ventricular tachycardia and nonsustained tachycardia event. The patient received an inappropriate shock. The lead was explanted, replaced and returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead appears to have been implanted with a bend in it at the fracture site.